Manufacturer narrative:
(B)(4). The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The device is confirmed to have been a part of a previous CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned missing bearings on a worn instrument claim form. No patient involvement.